Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during routine flushing and checking blood return on central line, the blue cap in the secondary port nearest the patient leaked. According to reporter, this is the first of two reports of this occurring with two different patients. No injury to patient."

Manufacturer narrative:
The customer report that ¿the blue cap in the secondary port nearest the patient leaked¿ was confirmed. Visual inspection was performed, no other anomalies were observed with the received set and maxzero¿s. Functional testing was performed on the set as received. A lab syringe was used to flush fluid through the set using the maxzero port that was indicated by the medical tape to be leaking. The set leaked at the engagement where the taped maxzero connects to the non-bd extension set. Closer inspection of the leak found a loose connection between the taped maxzero and non-bd set's y-port. The engagement was tightened and another flush was performed. After the engagement was tightened no leaks were observed throughout the set. The received maxzero¿s female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause was identified to a loose connection between the taped maxzero and non-bd extension sets y-port. After tightening the engagement, no leaks were observed.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during routine flushing and checking blood return on central line, the blue cap in the secondary port nearest the patient leaked. According to reporter, this is the first of two reports of this occurring with two different patients. No injury to patient."